Event description:
A caller reported an error with their continuous glucose monitor (cgm), specifically citing cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance for a complete pump reset, after which the error did not reappear, and the customer successfully initiated a new sensor session.